Event description:
The customer reported that the drive support cap was protruded and sticking out. The blood glucose reading was 164mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked battery tube threads, scratched lcd window and missing end cap sticker.